Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pocket revision due to having discomfort with device placement. The device was moved submuscular. The patient was stable after the procedure.